Manufacturer narrative:
This report is being supplemented to provide additional information received based on device evaluation, and additional information based on the legal manufacturer's final investigation. During evaluation, it was observed, visual inspection found no issues, connecting the (blue) plastic connector connecting tube device onto the a2 ports of the oer-elite reprocessor test unit, connected and disconnected the connecting tube (blue) plastic connector multiple times on the a2 port of the oer-elite reprocessor and no signs of the grey levers/metal clips and (blue) plastic connector coming off/popping off. The click sound was verified and secured when connecting the plastic blue connector to the a2 port, both right/left grey levers and metal clips were intact on the (blue) plastic connector. There was no signs of external damage noted with both levers and metal clips. The movements on the grey levers were also checked and no signs of looseness with the levers when pressed multiple times and scratches were noted on the blue plastic connector of the connecting tube. There were scratches noted on the tube outside and scratches on the metal connector. A review of the DHR could not be performed since the manufacturing date was unknown. Based on the results of the investigation, the reported event was not confirmed, and the tube could be connected to reprocessor without problem. Therefore, it is confirmed that the item met its specifications and function. The root cause was not identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field service engineer (fse) reported to the olympus technical assistance center (tac), during reprocessing, two connecting tube clips were coming apart and error e024 was displayed on the reprocessor due to the connectors popping off. There was no harm or user injury reported due to the event. This report is for one of the connecting tubes. Patient identifier (B)(6) captures the complaint on the first connecting tube.